Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage, and jaw ceramic dots were present. The instrument passed the electrical continuity and cut tests. Energy was delivered without any issues. The knife slot measured at 0.003¿, and the jaw gap verification passed at 0.027¿. The grip force test was performed and passed at 8.08 lbs in the straight orientation. A review of the logs showed an instrument manual grip release misuse error, indicating the manual grip release was used while the joints were in a locked state, and the user may be attempting to use the emergency grip release without pressing the emergency-stop button. Additionally, the logs showed no signs of cutting or sealing failures. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument triggered an error. The vse was stuck on tissue and could not release it. The customer had to manually click and remove the vse. The procedure was completed with no patient harm. There was a procedure delay under fifteen minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The issue occurred during the procedure. The customer had no other information.